Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter will be retained by the user facility. Therefore, a device eval could not be performed. The investigation is currently underway.

Event description:
It was reported that seven days post ivc filter implant, the pt presented with abdominal pain. Imaging demonstrated that the filter was tilted approximately 75 degrees and three filter legs were extending approximately 1cm outside of the cava wall and into the aorta. The following day, the filter was successfully retrieved via jugular access. A pta balloon dilatation catheter was inserted via femoral access to facilitate positioning the filter for retrieval. The pt was to be observed overnight and released the following day. The pt is reported to be asymptomatic.